Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with minor scratches on case, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's retainer ring keeps falling off. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that there is also a big crack on the ok button. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.